Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high co2 results on two patients generated by the unicel dxc 600i synchron chemistry analyzer. One of the result's was reported out of the laboratory; however, it is unknown which patient result was reported out. The samples were repeated on an alternate instrument and lower results were obtained and one result was amended. Treatment was not initiated or withheld based upon the reported result.

Manufacturer narrative:
Sample information was not provided. Qc prior to the event was within lab-established ranges. Qc was not run after the event prior to recalibration. A bci field service engineer (fse) performed the following: checked the flowcell for contamination. Cleaned the co2 port. Replaced the sodium na electrode (per customer request). Tightened the mc sample syringe fittings. Verified performance.